Manufacturer narrative:
The field service engineer changed the gear pump head and sample probe. The cell rinse was adjusted and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reporter stated they received discrepant results for a third patient sample tested for alp. This patient is a 58 year old male. This sample initially resulted with an alp value of 175 u/l. The sample was repeated twice, resulting with values of 357 u/l and 154 u/l. This third patient sample had the following additional test data: na = 132 mmol/l, k = 4.63 mmol/l, uree = 4.2 mmol/l, creap = 81.1 umol/l, ckdep = 92.28 (no units provided), prot = 77.4 g/l, au = 453 umol/l, ca = 3.45 mmol/l, phos = 1.25 mmol/l, mg = 0.88 mmol/l, fer = 3.7 umol/l, bilt = 5.0 umol/l, chol = 4.11 mmol/l, trig = 1.21 mmol/l, ldl = 2.65 mmol/l, ggt = 84 u/l, lipase = 10 u/l, albs = 37.1 g/l, transf = 1.43 g/l, hdlc = 0.91 mmol/l, ferrit = 1393.0 ug/l, bicar = 23.3 mmol/l, alat = 11 u/l, asat = 23 u/l, crp = 164.5 mg/l, white blood cells = 39.3 g/l ("metastatic bronchopulmonary neopasia").

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with alp2 alkaline phosphatase acc. To ifcc gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with an alp value of 202 u/l. The sample was repeated twice, resulting with values of 460 u/l and 302 u/l. The sample was re-centrifuged and repeated, resulting with a value of 172 u/l. The sample was repeated on a second analyzer, resulting with a value of 165 u/l. The second patient sample initially resulted with an alp value of 500 u/l on (B)(6) 2020. The sample was repeated on a second analyzer, resulting with a value of 299 u/l. The sample was re-centrifuged and repeated on both analyzers, each time resulting with a value of 297 u/l. The alp reagent lot number was 47881101, with an expiration date of 28-feb-2021.